Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. The customer was treated with two glucose tablets. The customer was declined to troubleshoot for low blood glucose level. The customer also reported other blood glucose values such as 233 mg/dl, 341 mg/dl. Customer reported that they received a calibration not accepted alert. The insulin pump will not be returned for analysis.